Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the insertion flexible tube (ift) broken, insertion flexible tube (ift) leaky, remote control buttons perforated, body cover grip cracked, ccd module fluid damage, remote control buttons perforated, light guide cable aging degradation, remote control buttons leaky, body cover grip leaky, insertion flexible tube (ift) aging degradation, insertion flexible tube (ift) aging degradation. Based on the result, we concluded that the ccd module fluid damage was caused due to the insertion flexible tube (ift) leaky; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).